Event description:
After the placement of the psc032 within the neurovascualture and introduction and advancement of the pss032, the physicians discovered that the catheter was kinked. Another psc032 was used but had the same kinking malfunction.

Manufacturer narrative:
Technical evaluation: both catheters were kinked and crushed in several locations along the shaft. It is likely that some of the defects are due to handling post-procedure. Conclusion: no conclusions can be reached regarding the root cause of the failures without further information regarding the patient's angioarchitecture and more information about the inability to track the separators through the catheters. Further discussion with the physician revealed that the catheter kinked in the proximal section due to over-tightening the rhv on the guide catheter. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on 08/28/2009.